Event description:
On (B)(4) 2012, customer reported that their cx5 delta instrument generated false sodium (na), potassium (k), chloride (cl) and/or calcium (calc) results on 3 patient samples. The results were not reported out of the lab. Customer stated that the results were not believed and then repeated after service repaired the instrument. The repeated results were reported. Quality control prior to the event was within lab-established ranges. When the issue was noticed, the customer attempted to recalibrate the system, but calibration failed. Field service engineer (fse) inspected the instrument and found and removed a clot from the electrolyte injection cup. Fse verified performance.